Event description:
There was an allegation of a retraction issue with a coaguchek softclix lancet device. On troubleshooting, the reporter noticed that the lancet was sticking out past the end cap of the softclix device after priming. The reporter stated that the lancet was seated properly at the time the lancet would not retract and that the device was not fired because the lancet was already sticking out. The reporter stated that the lancet was not used and no one was accidentally stuck. The reporter inserted a new lancet and was able to prime and fire the device without the lancet protruding. The reporter was able to perform a test.

Manufacturer narrative:
The device was requested for investigation and a replacement product was sent to the customer. Medwatch field e3. Occupation - the occupation is patient/consumer.

Manufacturer narrative:
The device was not received for investigation.